Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high"; however, a specific bg value was not provided. At the time of the call with tandem technical support, the customer had not yet treated the bg. Troubleshooting indicated that the pump settings had been entered incorrectly. The customer declined to provide further information.